Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urinary catheter was broken on the 5th day after placement. The user alleged that the patient pulled on the catheter and it broke, leaving a 5cm portion inside the body. The catheter's proximal portion was removed by cystoscope.

Event description:
It was reported that the urinary catheter was broken on the 5th day after placement. The user alleged that the patient pulled on the catheter and it broke, leaving a 5cm portion inside the body. The catheter's proximal portion was removed by cystoscope.

Manufacturer narrative:
The reported event was confirmed as use-related. The sample was evaluated and the catheter was found broken at the shaft. The surface was normal in appearance with the presence of a typical jagged tearing which results from breakage of the catheter. The tearing was due to the patient pulling on the catheter which resulted in a break as stated in event description. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. [The urethra may be injured.]. (2) do not pull the catheter hard. [The bladder/urethra may be injured.]. 2. Applicable patients: (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]. [Contraindications]. 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]. 2. Applicable patients: (1) do not use in patients who are or have been allergic to natural rubber latex.". Correction: d4, g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.